Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a breast case, while performing a running and uninterrupted stitch on a final closure of the skin, the thread of the device broke. Surgeon used another suture to resolve the issue. No patient injury.